Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to a motor encoder signal out of phase. We were unable to perform the basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, and displacement test due to the constant motor error alarm. The pump was received with a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during rewind. There were also some motor error alarms in the alarm history.